Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was button error. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had unspecified pump error. The customer stated that rewind takes slower. Customer stated that lose insulin pump setting during a battery change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up and down buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify battery out limit alarm, a/e alarm, rewind anomaly or reset time/clock anomaly due to unresponsive button.